Event description:
Intera oncology was notified by a registered nurse of a potential flow rate discrepancy involving an implanted pump. The pump was implanted on (B)(6) 2024, with a manufactured flow rate of 1.2 ml/day. The patient received glycerin on one occasion approximately two years prior; however, for the past several months the pump has been filled only with heparinized saline due to disease progression. The reporter stated that pump residual volumes had been within expected limits until (B)(6) 2026, when a residual volume of 29.5 ml was obtained at refill. Subsequent refill residual volumes were reported as 29.0 ml on (B)(6) 2026, and 23.5 ml on (B)(6) 2026. In response to the elevated residual volumes, the special bolus pathway was flushed without resistance during four refill visits ((B)(6) 2026). According to the reporter, a pump study was performed and did not identify any abnormalities. No tissue plasminogen activator (tpa) was administered, and no additional imaging was performed. Due to disease progression, the patient is unlikely to receive further pump therapy. The clinical team is considering either allowing the pump reservoir to empty or electively explanting the device. No patient injury was reported.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As of today, intera oncology is in communication with the clinic to find out if the pump will be explanted or not. If the pump is explanted, intera oncology plans in evaluating the pump. Therefore, once we obtain updated information, a supplemental report will be submitted.